Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that one day after implant, customer service was informed by the hospital that the product was used. Customer service was unable to invoice and found the product had passed the use by date by 38 days. The physicians claimed the responsibility was totally theirs as they were aware the stent graft had passed ubd (with a few weeks) at time for the procedure. The device was on consignment stock. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (using expired product).